Event description:
The pt was revised because the talar component subsided distal and laterally. The doctor consulted with the pt and decided on ankle fusion rather than revising the total ankle.

Manufacturer narrative:
Examination was not possible, as the products were not returned. A search of the complaint database found no prior reports for both reported part and lot number combinations. The investigation could not verify or identify any product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated.